Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-112mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 168mg/dl and 152mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: the customer is concerned with the results of 130 and 139mg/dl and is also concerned with the back to back blood test of 168mg/dl and 152mg/dl since that was also taken fasting.